Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, omsc concluded that there is possibility that the device didn¿t turn on and the endoscopic image could not be displayed because the power supply could not be supplied due to the accidental failure of the power supply unit. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The evaluation of the device by the service department of olympus (B)(4) (oekg). Confirmed the following; the output socket of the device was wobbling. The light source cable was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use, the power of the device became intermittently and the endoscopic image was not displayed. There was no report of patient injury associated with this event.